Event description:
Pt status/post CABG x 2 and redo of aortic valve replacement. Pt had iabp post-op. Approximately 24 hours post insertion of the iabp, blood was detected in the catheter and tubing and the pump was alarming. The iabp was removed without a problem.